Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare provider (hcp) was told by the patient (pt) that pt has had issues charging their implantable neurostimulator (ins) for 5 years, and tried charging it yesterday and wasn't able to do this successfully. Technical services (tss) reviewed having pt call in patient services for assistance if needed.  Tss reviewed option to use head only guidelines for scanning (per caller, imaging shows leads in thoracic area) or having pt charge up their ins to put ins into MRI mode.